Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable. Batch # unk. Photograph. (B)(4). In conclusion, based on the photographic evidence, the event description of the cartridge pan separating from the body of the cartridge can be confirmed. Physical analysis of the subject ecr60b may provide the additional evidence necessary to confirm the cause of the reported event.

Event description:
It was reported that during an unknown procedure, the metal part of the load, a structure which fits the stapler jaw, after shooting, loosened of charge and remained stuck in the stapler jaw; preventing the exchange of charge between shots. The product was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.